Event description:
It was reported that the patient was only getting right sided stimulation coverage due to lead migration. The patient underwent a revision procedure wherein a third lead was added on the left side. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7073287.

Event description:
It was reported that the patient was only getting right sided stimulation coverage due to lead migration. The patient underwent a revision procedure wherein a third lead was added on the left side. The patient was doing well postoperatively.